Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reported elevated cocr levels, and presence of a large pseudotumor, and soft tissue and muscle necrosis were observed intraoperatively during the revision of rt mom tha, which was in situ for 9 years. These intraoperative findings are consistent with findings associated with metal debris. The report of the patient having a ¿limited lumbar spine which affects his spinal pelvic motion and compounds the instability issues¿ and the cup orientation being ¿in more anteversion than ideal" cannot be ruled out as contributing factors of the subsequent multiple dislocations, which ultimately led to the 2nd revision. However, without x-ray images this cannot be confirmed. Therefore, the clinical root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: case-(B)(4). The part/lot number were updated. Corrected information in: d1/d2 and d4. Internal reference number: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation reviewed the newly provided medical records, however, the previously conclusion remains valid; the reported elevated cocr levels, and presence of a large pseudotumor, and soft tissue and muscle necrosis were observed intraoperatively during the revision of rt mom tha, which was in situ for 9 years. These intraoperative findings are consistent with findings associated with metal debris. The report of the patient having a ¿limited lumbar spine which affects his spinal pelvic motion and compounds the instability issues¿ and the cup orientation being ¿in more anteversion than ideal" cannot be ruled out as contributing factors of the subsequent multiple dislocations, which ultimately led to the 2nd revision. However, without x-ray images this cannot be confirmed. Therefore, the clinical root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 24 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that a second revision surgery was performed on the patients right hip on (B)(6) 2019 due to subsequent instability on the patient right hip. Among the intraoperative findings there some areas of devitalized or necrotic tissue from pre-existing pseudotumor. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that a second revision surgery was performed on the patient¿s right hip on (B)(6) 2019 due to subsequent instability on the patient right hip and anteversion of the acetabular cup. Before this intervention, the patient experienced 3 dislocations on the revised hip that required a closed reduction performed on (B)(6) 2019,(B)(6) 2019 and (B)(6)2019. Among the second revision intraoperative findings, there were some areas of devitalized or necrotic tissue from pre-existing pseudotumor. The cup, liner and femoral head were explanted and replaced with a new cup and a constrained liner/femoral head. The patient¿s outcome is unknown.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, the reported elevated cocr levels, and presence of a large pseudotumor, and soft tissue and muscle necrosis were observed intraoperatively during the revision of rt mom tha, which was in situ for 9 years. These intraoperative findings are consistent with findings associated with metal debris. The report of the patient having a ¿limited lumbar spine which affects his spinal pelvic motion and compounds the instability issues¿ and the cup orientation being ¿in more anteversion than ideal" cannot be ruled out as contributing factors of the subsequent multiple dislocations, which ultimately led to the 2nd revision. However, without x-ray images this cannot be confirmed. Therefore, the clinical root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.